Event description:
It was reported that customer was hospitalized for low blood glucose levels. Nurse stated that customer had taken the pump into the MRI with her yesterday. Troubleshooting performed, and it was discovered that less insulin was present in the reservoir then what the status screen indicated on the pump. The reservoir contained twenty units of insulin and the pump showed that two hundred units remained.

Manufacturer narrative:
Analysis revealed that pump had unexpected no delivery and motor error alarms during prime due to motor encoder signal being out of phase. Unable to perform further testing as a result.